Event description:
It was reported that a device was used during a laparoscopic cholecystectomy procedure. It was reported that the hand piece produced a solid tone when the surgeon activated the footpedal. The case was completed with another hp052. There was no patient consequence.